Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Lesion in the rca was predilated using two non-medtronic pta balloon catheters. After these pre-dilatations, a resolute onyx drug-eluting stent could not pass through the mid-rca stenosis. The proximal end of the stent gradually deformed while pushing and pulling the stent and when the stent was withdrawn, it dislodged at the proximal left radial artery. Physician then tried to retrieve the dislodged stent via trans-radial sheath by using gooseneck snare, but was unsuccessful due to the stent deformation. Therefore, the next procedure was performed for mid-rca by left tfi. Next, a non-medtronic balloon pta balloon catheter was used to pre dilate the mid rca and a non-medtronic stent implanted at mid-rca. The distal part of the left axillary artery was tortuous, it was necessary to insert a 0.035-inch guide wire from the left radial artery and extend the tortuousness. Finally by using gooseneck snare via trans-femoral approach, the physician successfully retrieved the dislodged coronary stent and concluded a bidirectional approach is effective when recovering a stent that has dislodged at a peripheral artery.

Manufacturer narrative:
Title: successful retrieval of the dislodged coronary stent at radial artery by using gooseneck snare via trans-femoral approach authors: otowa, kanichi journal: journal of the american college of cardiology (netherlands) year: 2018 issue: 71:16 b3=date of publication 2018-04. If information is provided in the future, a supplemental report will be issued.